Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an autocorrection bolus was delivered while the pump control iq sleep activity feature was turned on. There was no reported impact to the customer's blood glucose level. Additional information was not provided, and customer declined further troubleshooting with tandem technical support; therefore, the reported allegation was unable to be confirmed.